Event description:
Legal claim received alleging that the patient suffers from pain and excessive levels of chromium and cobalt.

Event description:
Update: (B)(4) /2013 -sales rep reported revision procedure. Patient was revised to address acetabular cup loosening. There was no new information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: loose acetabular component with significant shifting in the orientation and position; pain; slightly serosanguineous-type synovial fluid; metal-staining synovitis; bone quality poor indicating long-standing motion of acetabular component with a sclerotic bony bed. The information received does not change the MDR decision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.